Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient had a sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer's mother stated sensor is without electrode. The customer was advised that sensor will be replaced.